Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a left femoral approach, the 90% stenosed lesion was located in a severely calcified, non-tortuous right superficial femoral artery. Using a non-bsc guidewire, the 6.0 x 100/135 sterling balloon catheter was advanced to the lesion when the balloon ruptured at 14atms upon first inflation. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).